Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal patient reported that the cycler's been alarming during fill phase. He makes sure the heater bag is on the tray and at the end of the treatment when they removed the cassette there was fluid leaking coming from the interior area of the door pump. There is no report of patient ill effect. No sample is available for evaluation.